Event description:
The user noticed in the last 2 months that when he presses with his finger in the mastoidectomy region, the implant sound becomes louder and clearer and he can hear better. As soon as he stops pressing, the sound degrades. The user has been reimplanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user noticed in the last 2 months that when he presses with his finger in the mastoidectomy region, the implant sound becomes louder and clearer and he can hear better. As soon as he stops pressing, the sound degrades.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
The user noticed in the last 2 months that when he presses with his finger in the mastoidectomy region, the implant sound becomes louder and clearer and he can hear better. As soon as he stops pressing, the sound degrades. The user is awaiting another ent appointment.